Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's father described the reaction as looking like a staph infection. Reaction was located on the skin, under the sensor pad. On (B)(6) 2016, the patient was taken to the dermatologist and was provided a barrier between adhesive and a sensor pad. No medications were prescribed. At the time of contact, the patient no longer had the rash. No additional patient information is available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.